Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the surgeon was prepping a bone hole for insertion of a soft tissue fixation device. The surgeon was using a lupine drill bit, and inadvertently started to drill the bone hole over a previously installed metal anchor, this interaction caused the distal end of the drill bit to basically disintegrate into debris within the joint space. All of the debris was removed and the procedure was completed successfully without further incident or harm to the pt. Facility discarded the complaint device.

Manufacturer narrative:
The reported adverse event is clearly and admittedly a user technique issue. No further action is warranted.